Event description:
The customer stated that she tested her blood glucose using her breeze2 and accu-chek meters. The breeze2 read 179 mg/dl, while the accu-chek read 89 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting showed the test strips to be operating as designed. No product will be returned for evaluation.